Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported damage, little plastic pieces fall out or off when changing the infusion set. The customer states having trouble uploading his insulin pump to carelink. The customer treated the high blood glucose with the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.